Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:(B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source h3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference numbers: mw5094999 & mw5096271.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, the device has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), non-penumbra microcatheters, velocity delivery microcatheter (velocity), penumbra system ace 68 reperfusion catheter (ace68), and non-penumbra catheter. During the procedure, the physician attempted to make the first pass using the jet7, neuron max and non-penumbra microcatheter; however, it was unsuccessful. The jet7 and non-penumbra microcatheter were therefore removed. Next, the physician attempted to make a second pass using a new jet7 and velocity but, without success. Therefore, the jet7 and velocity were also removed. The physician then made a third pass using an ace68 but, without success. The ace68 was removed and the physician attempted to make the fourth pass using the 3maxc and the same velocity; however, it was unsuccessful. Therefore, both the 3maxc and velocity were removed. It was reported that there was no noticeable damage to the 3maxc upon removal. The physician made the final pass using non-penumbra microcatheter and non-penumbra catheter and was able to achieve recanalization. The following day, it was reported that upon reviewing of the post images, the physician discovered a piece of the 3maxc had broken off and remained in the patient. It was also reported that upon reviewing the pictures shown from the initial procedure that it was thought to be a portion of the non-penumbra microcatheter that was inside the penumbra engine canister (canister). The patient underwent a medical procedure to remove the broken portion of the catheter. After approximately four hours, the physician was unable to remove the broken piece of the catheter using aspiration and a snare device. A surgical intervention was then performed to remove the broken piece of the catheter. It was later confirmed upon visual inspection and time-stamp images that the removed portion of the catheter was confirmed to be approximately one third of the distal portion of the 3maxc. There was no report of an adverse effect to the patient.